Manufacturer narrative:
One vascular catheter was received without the packaging. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings/bonds were visually inspected for indication of damage or abnormality and there was no damage found. The catheter body was found to be in good condition. Further examination found the stylet to be protruding out of the catheter tip. The stylet cap was not returned. There is no adhesive visible on the section of the stylet protruding from the catheter. The complaint was confirmed. Although the exact cause is not yet known an investigation in progress to determine the root cause and implement corrective action if needed. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that the plastic disk connected to the metal bar stylet breaks off upon trying to remove the metal bar stylet from the catheter leaving the metal bar stylet inside the lumen of the catheter. Incident occurred with 2 catheters, but was able to remove from third catheter. There was no patient injury reported.